Event description:
Reporter indicated that the patient's device was registering high impedance on both normal mode diagnostics and system diagnostics. The patient has been seen by a surgeon for the issue, but it is not known what decisions were made based on the visit. Attempts for further information regarding the issue have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.